Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received motor error alarm and reservoir compartment chipped off. The customer¿s blood glucose was unknown. Customer reported it happened when they tried to insert a new reservoir when had to turn to put reservoir in and one part of the outside of insulin pump broke. The insulin pump will not be returned for analysis.